Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
When placing the filter through the femoral vein, it was found that the direction of the filter was reversed

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. A sample was returned for evaluation, which included the pusher wire, cartridge, delivery catheter sheath, and dilator. However, the filter was not returned. Without the filter or any images showing the reported defect related to the filter's orientation, we were unable to confirm the complaint. Without the filter or any images showing the reported defect related to the filter's orientation, we are unable to confirm the complaint. Since this complaint cannot be confirmed, no corrective action will be taken at this time. Argon will continue to monitor for reoccurrence. Additional information provided in d.9., h.3., h.6. And h.11.